Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ac power module will not charge. There was no report of patient involvement.